Event description:
A veterinarian in the (B)(6) reported he removed a plate after several weeks from a young dog that is still immature and growing. Upon removal he noted a brown/black discoloration at the 4th hole of the plate and at the transition of the shaft/head of the cortex screw. There was no infection inside the patient. This report is #2 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device is a veterinary product and does not have a 510(k) number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The discolored areas on the screw were blood and tissues residues combined with corroded metallic particles. From a x-ray spectroscopic detection perspective no clear evidence can be found that the metallic parts may origin from friction or from an instrument. However, this is indicative of the contact of the screws and plate and thus a micro movement against each other might have led to corrosion of the metallic debris. It cannot be fully excluded that the metallic parts origins from an instrument part like a drill bit or a drill guide. It the residues origin from the drill bit, they would be more susceptible to corrosion because they form a galvanic element to the implant. Corrosion would be triggered additional by a very unfavorable surface ration between anode and cathode. This instrument residue scenario should be still taken into account.